Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported via the implant patient registry that a 3300tfx 23mm bioprosthetic aortic valve, implanted for four (4) years and nine (9) months, was explanted due to unknown reasons. The explanted device was replaced with an 11500a 25mm inspiris resilia valve. The implantation data card indicated that the device explant was not due to deficiency of the original device. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional 'customer complaint'. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
Manufacturer narrative: updated sections: a4, b5, b6, b7, d4 expiration date,h4, h6 health effect - clinical code, device code(s), type of investigation, investigation findings, and investigation conclusions. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Prosthetic endocarditis is a serious complication of valve replacement and repair surgeries despite improvements in prostheses types, surgical techniques, and infection control measures. This infection is generally categorized into early (onset at 60 days or less postimplant) and late (onset greater than 60 days post-implant). Early-onset generally reflects contamination arising in the perioperative period; if there were ever non-conformances in the sterility or packaging processes, they would most likely manifest at this time. Late-onset occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body and is not related to the sterilization or packaging process. In this case the onset was greater than 60 days post-implant. It has been determined that the root cause of this event was most due to patient related factors and is not related to any manufacturing or sterilization issues with the valve. H11 corrected data: based on the new information received, this event is no longer considered reportable.

Event description:
It was reported via the implant patient registry that a 3300tfx 23mm bioprosthetic aortic valve, implanted for four (4) years and nine (9) months, was explanted due to fungal prosthetic valve endocarditis, vegetation, thickened and calcified leaflets with limited mobility, mild degree of pannus resulting in severe stenosis and moderate regurgitation. Per medical records, the patients initially presented with obstructive renal stone complicated by hydronephrosis and pyelonephritis s/p ureteral stented lithotripsy with candidemia (candida glabrata). Echo revealed severe bioprosthetic av stenosis and small mobile mass (vegetation) attached to lcc. The patient was treated with antifungal, and antibiotics and then underwent a redo avr and replacement of ascending aortic graft. The explanted valve was replaced with an 11500a 25mm inspiris resilia valve. The patient was discharge to home in a stable condition on pod#6.